Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted for an 'alleged malfunction or problem' and for elective replacement indicator (eri) being displayed.

Manufacturer narrative:
Event conclusion: the explanted pulse generator was returned to cpi for laboratory analysis. Although initial interrogation indicated a battery status of 'elective replacement time'(ert), the indicator was reset with a standard programmer, which returned the battery status to 'good'. Cpi laboratory analysis found that the returned ipg passes all mechanical and electrical tests. Measured battery voltage was consistent with implant duration. The device remained at a 'good' status throughout subsequent testing.